Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneously high creatinine (cre) results generated by the synchron cx9 alx instrument. Two examples of the erroneous results were provided: the first patient sample gave a suppressed oir (out-of-instrument range) low result and when rerun after recalibration, gave a result of 1.1mg/dl. A sample obtained from another patient gave a result of 1.9mg/dl. This result was reported outside of the laboratory and questioned by the physician and upon rerun it gave a result of 0.6mg/dl. Treatment was not initiated or witheld for this event.

Manufacturer narrative:
Qc did not indicate a problem and subsequent samples gave normal results. Service was initiated and parts will be returned for investigation if applicable. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.